Manufacturer narrative:
.

Event description:
It was reported that during a routine follow-up, oversensing of noise was observed and could be reproduced in clinic. The lead was scheduled for replacement. The ICD was successfully removed from the pocket, however, the lead could not be extracted. The next morning, the patient was found to have suffered left-sided hemiparesis. A CT scan confirmed cerebral infarct. The stroke was not hemorrhagic, but the patient remained with left upper extremity weakness. The lead remains implanted at this time. No further information is available.